Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced lightheadedness and immobility. An ambulance was called by the spouse. The bg was 36 mg/dl while the cgm was 78 mg/dl. The patient was given sugar water and an injection and carbohydrates. After treatment, the cgm was 214 mg/dl and the bg was 122 mg/dl. Emergency medical service (ems) departed after 2 hours when the patient's condition was back to normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid when ambulance was called by the spouse. The reported glucose values fall within the b zone of the parkes error grid after treatment. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to there being no log data to review. No additional patient or event information is available.